Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while removing the gallbladder, the device broke into two pieces inside the abdomen. The surgeon was able to take out the two pieces and visualized it with the laparoscopic scope. There was no patient injury.